Event description:
It was reported that the stability pin pierced iliac vein during dlif procedure. Vascular surgeon was called in to repair the vassal. Pt blood loss was about 3000cc. The pt reportedly was not in a true lateral position. The pt rotated back towards the surgeon who was standing posterior. Pt is doing well at this time. Dlif was aborted.

Manufacturer narrative:
Device was not returned for evaluation. We are unable to determine the cause of the event.